Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Correction: the correct date of awareness for explant is (B)(6) 2024 (date explant was confirmed to have taken place), not (B)(6) 2024 as previously reported.

Event description:
Per the clinic, the patient experienced no sound with the device. The implanted device remains.